Event description:
It was reported that on (B)(6) 2026, a 27mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). The patient has a prior medical history of cholesterol (chol), hypertension (htn), gastroesophageal reflux disease (gerd), hypothyroidism, on 2017, cerebrovascular accident (cva) and severe aortic stenosis as (nyha 2); medication history of direct oral anticoagulant (doac) - dabigatran etexilate 110 mg bid. The patient also has a medical history of atrial fibrillation (afib) with qrs interval 102ms. The length of the membranous septum 6.1mm. There was no calcification extending beneath the aortic annular plane in the interventricular septum. During the procedure, while implantation, the patient went into atrial fibrillation (afib) with heart rates observed to be in 30 to 50 beats per minute (bpm). A temporary pacemaker was left inside the patient's anatomy as they were dependent due to intermittent afib. The valve was able to be implanted at a depth of 5mm on the non-coronary cusp (ncc). The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay reported. On the following day, the patient received a permanent pacemaker. On (B)(6) 2026, the patient was presented with stroke symptoms (acute onset dysarthria) and being monitored. Medication was administered. The patient had extended hospitalization. On (B)(6) 2026, the patient was discharged. The implanter classified this event (atrial fibrillation and bradycardia) as being related to the patient¿s past medical history.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.